Event description:
It was reported by the rep that during a laparoscopic cholecystectomy the device was used to clip a large cystic duct but the clips were not forming properly and were falling off. The device was dry fired several times and none of the clips were forming. A new device was opened and the case was completed successfully. There was no consequence to the patient.